Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. (B)(6).

Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 128 inch, and it was reported that there was a range of black and brown dots found inside the drip chamber. There was no patient involvement, and no patient harm.